Event description:
It was reported that the sterile blade packaging had holes in it. No adverse consequences were reported.

Manufacturer narrative:
It can be confirmed from visual inspection that product packaging is damaged.